Manufacturer narrative:
(B)(4). Results: (mi).

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Pt had one endeavor sprint rx drug-eluting stent implanted to the proximal lad during the index procedure. The pt is reported to have suffered a suspected non-q-wave mi one day post index or re-pci procedure. The infarction location was identified in the territory of the target vessel. No further details are available. Pt had cardiac status of stable angina at 1 month, 6 month, 1 year and 1.5 year f/u. Pt was asymptomatic / free of symptoms at 2 year f/u.